Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ wear abrasion observed on the device. ¿ observed an opening assessed as surgical damage. ¿ white particles observed inside the device.